Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. It was noted that the lead had an abrupt rise to elevated rv and superior vena cava (svc) impedance measurements. During the replacement procedure, the rv lead could not be extracted without extracting the right atrial (ra) lead. It was noted that the ra lead adhered to the rv lead. The physician had to extract the ra lead first and then the rv lead was able to be removed. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.